Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and found the probe slightly bent and out of alignment. The fse replaced the probe and realigned. The fse adjusted calibration factor up to the means on controls for rbc (red blood cell), hgb (hemoglobin), and hct (hematocrit). He bleached the wbc (white blood cell) lyse line, cleared with warm water and air, and put on new wbc lyse to resolve voteouts and conditions on wbc parameter. (B)(4).

Event description:
The customer reported rbc (red blood cell) and hgb (hemoglobin) parameters were recovering low on all controls when using the coulter act 5 diff cap pierce (cp). The customer also reported error conditions of voteouts (non-numeric results) and (review results) on wbc (white blood cell) parameter. There was no report of erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to patient treatment.